Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had not seen any insulin exit at the end of tubing. The customer removed and reattached the tubing and was able to see insulin drips. There was no impact to the customer's blood glucose level.